Manufacturer narrative:
Two (2) pictures were provided for evaluation. Unable to determine failure from the photo provided. No physical damage or other anomalies were observed. Received one (1) used. List #mc330375, 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock. As received, the outlet filter vent of the filter was observed to be wetted out. The filter is loaded with total parental nutrition (tpn) lipid residuals. No additional damage or anomalies were observed. The secondary port clave was activated twice using an ICU-provided syringe. No stick-downs were observed. The set was then leak-tested per specifications. Flow was established. There was leakage observed from the outlet filter. The complaint of a lipid filter clogged can be confirmed on the inline filter. The probable cause of the clogged filter is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Directions for use (dfu) states: a filter that clogs during infusion should be replaced. Sets with filter 0.2 micron should be changed at least every 72 hours. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock generated an occlusion during patient use. It was stated in the report that the product problem was the lipid filter clogged. The event occurred during an infusion of total parenteral nutrition (tpn) lipids. There was no blood loss and no unprotected chemo exposure. There were no adverse operator consequences and no med/surg intervention required. There was no patient harm reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.